Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. Reportedly, the customer went off the pump and reverted to an alternate method on insulin delivery. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.